Event description:
The customer's mother reported via phone call that two sensors did not have electrodes. The customer's mother reported that another sensor from a different lot was inserted and functioned normally. Blood glucose level at the time of the incident was not provided. The customer's mother was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Two sealed sensors were inspected and an insertion test performed. The sensor passed per specification.